Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Tandem technical support educated the customer and stated that the pump has a series of tasks to do and higher priority tasks are performed first; customer acknowledged. The customer's blood glucose level was 160 mg/dl.